Manufacturer narrative:
The pt identifier was not provided. Sorin group (B)(4) MFR the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. There was no report of pt injury.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. The pump was used as a cardioplegia pump and after two deliveries, the pump stopped. The service representative found the pump was over occluded. A competitor cardioplegia set was used and the tubing was placed in the raceway with the small tubing down and the large tubing on top. Occlusion could not be set on both tubing sizes in the same raceway. The larger tubing would always be over occluded. Once this was corrected, there were no further issues and the problem did not reoccur. No nonconformities were noted during device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.